Event description:
During anastomosis surgical procedure, rn gave manual ethicon 29 to the field. Dr. Used stapler on patient. Stapler only cut and did not staple. Staples were seen in the abdomen. Mfg reps, called to come into the room. During conversation between reps and surgeon, dr. Said thought stapler was electric. Stapler and box sequestered and given to manager to be sent to biomedical for evaluation. Manufacturer response for curved intraluminal stapler (ils), ethicon (per site reporter). Follow up pending.